Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and flickering image. Based on the results of the investigation, a root cause could not be identified for the reported malfunctions. The most probably cause of the malfunctions are component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed white lines in the image. The issue was found during a diagnostic esophagogastroduodenoscopy (egd). The procedure was completed with a back-up olympus device. Although there was a slight delay there were no reports of patient harm.